Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient received a shock. Upon review of strips there appeared to be baseline wander with oversensing resulting in inappropriate shock delivery. Boston scientific technical services (ts) discussed potential causes. No adverse patient effects were reported. The system remains in service. Further information was received that the patient was in the hospital at the time the shock was delivered. Chest x-ray evaluation was performed and appeared to support air in the pocket or at the xiphoid incision site. The device was programmed off for the weekend and then the following week the patient performed a treadmill test; there was no wandering baseline or oversensing seen. Therapy was turned back on. There were no adverse patient effects related to the observation.